Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The circulating nurse opened a new 25+ combined procedure pak 10000 and primed the new 10k cutter for surgery use. The surgery completed smoothly. There was no harm to the patient. The results of the investigation found the probe aspiration tubing kinked and folded underneath the probe rear shell which will prevent probe aspiration and result in the customer's experience. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The most likely root cause was identified to be an operator improperly connecting the probe rear shell to the probe engine after the probe was leak and flow tested. The rear shell should be manually connected by the operator prior to the probe test. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. To address the root cause, action was taken to retrain all the operators (for all shifts) on proper assembly technique of the probe rear shell and to reinforce the sequence and importance of final probe assembly testing process to detect and screen out nonconforming probes. No further action is warranted at this time. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported no aspiration of vitreous, only the cutting was working for the cutter during cataract and vitrectomy combination surgery. The surgery was completed smoothly using new cutter by opening a new procedure pak. There was no patient impact.